Manufacturer narrative:
Lot r15h27140 was manufactured 08/28/2015. Lot r15k25040 was manufactured 11/26/2015. Lot r16a07062 was manufactured 01/08/2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number: the device was reported to have one of three potentially associated lot numbers: r15h27140, r15k25040, or r16a07062. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non dehp solution set leaked from the "end of the filter" closest to the patient. This occurred during infusion of a chemotherapeutic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.